Event description:
It was further reported that the lesion was 85% stenosed and was located in a moderately tortuous mid left anterior descending artery. The balloon was inflated once to fifteen atmospheres. The balloon ruptured on the second inflation at fifteen atmospheres. The balloon was removed intact.

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The lesion was severely calcified. The maverick 2 monorail 15mm x 2.0mm balloon ruptured. At what atmospheres and how many inflations occurred is unknown. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).